Manufacturer narrative:
Device was not returned.

Event description:
Consumer stated she loves it, but "these are so uncomfortable and fitting it with a full gold cap....I think I loosened it. I woke with such jaw pain, up to my ear...I threw it in the case in a drawer."